Manufacturer narrative:
Root cause analysis based on the case details has determined no device malfunction or use error. There is no risk to the public health or other device users based on this event. Based on device IFU and clinician input, paralysis/ischemic injury are known potential risks of device use during reboa procedure. The following warning is provided in IFU "device is intended for temporary applications. Long term or permanent application of this device may cause harm." Additionally, the following precautions are provided: "prolonged duration of occlusion may result in serious injury or death." "Potential adverse events: possible clinical complications associated with this type of procedure include, but are not limited to, the following: paresthesia, arterial thrombosis and/or embolism, paralysis, ischemia".

Event description:
The patient arrived at (B)(6) ER after a motorcycle crash. The patient was hypotensive and transiently responding, so the ER-reboa catheter was placed via femoral arterial access in the emergency department. The ER-reboa catheter balloon was inflated in zone 1 of the aorta, upon placement the patient responded and was taken to the operating room (or). During laparotomy in the operating room (or), surgeons noted an expanding zone 1 retro-peritoneal hematoma from the mesenteric artery. Repair of the injury took 2.5 hours, during which the ER-reboa catheter was inflated on-and-off for over an hour (during surgery patient blood pressure would drop upon balloon deflation). Patient arrived with a ph of 7.08 and improved in the operating room (or) to 7.23, indicating adequate resuscitation efforts. Patient was taken to CT after the case and no injury to spine was noted. Nurses notes document movement of toes after the case. The day after surgery, no movement in lower extremities was noted, so an MRI was performed. The MRI showed cord ischemia at t-12. The primary surgeon on the case indicated that the cause of the paralysis was multifactorial, and not a failure of the device but largely related to prolonged inflation of over an hour. He indicated that the device performed as intended and there was no device malfunction or defect. He commented that in his opinion prolonged clamping in zone 1 (balloon or surgical clamp) will be associated with paralysis in some patients. As of (B)(6) 2017 the patient had been extubated, was talking, had full sensation down to his toes, and had "movement down to his hips."